Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Programmed a regular bolus and did not observe any leaking on the reservoir tube. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked reservoir tube lip, cracked case on the battery tube side, and cracked battery tube threads. Alleged cosmetic damage was confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked reservoir tube lip, cracked case on the battery tube side, and cracked battery tube threads was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), leaks. The customer reported no adverse event. The event involved product(s) mmt-1884l, unomedical. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported an infusion set leak. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for unomedical.